Manufacturer narrative:
(B)(4). The analysis results found that the device was returned partially cycled. In an attempt to replicate the event reported, the device was tested for functionality to evaluate the incident reported. Upon firing of the device, the remaining four clips were conforming according to our manufacturing specifications and then, the device locked out as intended but the orange indicator was not visible. This finding is not related to the incident reported. Although, no malformed clips were noted during the evaluation of the device, possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was inserted into the patient through a 12mm trocar. The jaw became not to close completely and the clip was also not formed properly after a few firings. Another device was used to complete the procedure. There were no adverse consequences for the patient. When the sales rep checked the device after the operation, the jaw became to be closed completely and the clip was formed properly after several firings. The doctor commented that he had not fired the device with extra force and he had not confirmed that the clips had come out in succession.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.